Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis, inadequate stent apposition and chest pain occurred. The target lesion was located in the right coronary artery. A 3.0x38 synergy¿ drug-eluting stent was implanted to treat the lesion. An hour after implantation, the patient came back with chest pain. Subsequently, cardiac catheterization was performed again and a blockage in the stent was noted. A clot buster device was used to remove the clot and a 3.50x20mm balloon catheter was used to expand the stent further. The stent was assumed to be undersized. The procedure was completed with no further patient complications reported. The patient went home and did fine.